Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that (B)(6) was uncomfortable. The patient stated that pressure was not there while on the phone. The patient stated she needed to use the restroom to check it out. The patient stated in her vaginal area it felt like something sharp down there. The patient stated she did not think it is stimulation. The patient had not lowered it or turned it off. The patient stated it was only when going to urinate that the sensation comes. The patient stated it was not a sharp pain, just a sharp sensation. The patient reported a bladder infection and the healthcare professional (hcp) wanted to wait to change the program until it cleared up. The patient finished medication a week ago. The patient noted the bladder infection began (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.